Event description:
The surgeon reported a system message displayed during set up. Four cases were cancelled. There was no patient harm reported.

Manufacturer narrative:
The company service representative examined the system on site and found several system message in the event log. The following day the system was taken to the company service center for additional testing. The company service representative confirmed the system message and replaced the pcb and cable. The system was then tested and met all product specifications. This report was mailed to FDA on: 04/09/2009.